Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using an awl for a sacroiliac and thoracolumbar (lower/mid spine) surgery. It was reported that the sharp tip broke off (approx 1-2mm). The product came in contact with the patient. There were no patient symptoms or complications as a result of the event. Level implanted was l4. The product will be replaced by a medtronic product in the future. No further complications were reported/ anticipated.